Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a motion sensor test failure alarm. The customer¿s blood glucose level at the time of incident was 250 mg/dl. The customer reported that the customer had high blood glucose level. The customer had symptoms related to high blood glucose level were nausea and vomiting. The customer reported that the insulin pump was not operating as designed. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded battery tube noted during visual inspection. Unable to confirm insulin pump error a broken force sensor was detected during seating or regular delivery or perform testing due to blank display. Device received with scratched display window cover, severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, cracked case(battery tube), cracked battery tube threads, cracked retainer and scratched case.